Manufacturer narrative:
The flow sensors were replaced, and the unit was returned to service.

Event description:
A gehc service representative discovered a large leak; one of the flow sensors was found to be broken in two parts. There was no report of patient involvement.